Event description:
The customer reported that a pt expired while connected to evita xl ventilator (B)(4). The customer stated that the device was in standby mode and not in an active ventilation mode at the time when the pt expired. The customer has not alleged that there was a device malfunction that caused or contributed to the pt incident. A draeger service engineer tested and verified proper function of the device per draeger specifications.